Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.2?a. The criteria is <55?a. Pass. Meter setting, audio and all buttons function are ok. We received the returned strips from patient (strip lot number: d150624-1) and found the strips are moist. The control solution tests on the returned strips, for level low were 84/80 mg/dl; for level high were hi/303 mg/dl. The request control solution ranges are: level low 25~70 mg/dl, level high 210~310 mg/dl. They were out of the acceptable control range. We tested the suspected meter with in house control solution and retain strips (same lot of strip: d150624-1). The control solution tests for level low are 61/64 mg/dl, for level high are 272/262 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptable control range. Pass. According to above tests, we found the results of incorrect high readings might because patient stored the strips in a uncontrolled or improper environment and lead to strips moist and produced high readings.

Event description:
Our importer, (B)(4), received a call on (B)(4) 2016 reporting a medical intervention that occurred on (B)(6) 2016. Patient stated that she was unable to breathe. The reading on the prodigy meter at the time of the event was 435mg/dl. Patient's normal glucose reading around the time of day of the event is 130mg/dl. Patient had taken all her current medications except furosemide prior to seeking medical attention. Patient had also consumed 2 bowls of oatmeal prior to seeking medical attention. Patient was transported by her son and admitted to hospital. Patient does not recall her glucose level reading upon arrival at hospital. Patient also stated that her blood pressure was high as well. Patient was given orange juice, turkey sandwich and graham crackers while at the hospital. Patient stated that her glucose reading prior to discharge from hospital was 90mg/dl. Pravastatin was added to patient's medication regime. Patient's total stay in the hospital was 2 hours. Prodigy sent replacement and prepaid envelope requesting return of suspect device.